Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for about a month the pump had been moving in the pocket making it difficult to connect to the pump because it was moving.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) product type mobile platform medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-aug-18, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine. It was reported the patient was having difficulty getting their patient therapy manager (ptm) to connect to the pump. The ptm was saying "no pump found" repeatedly. When trying to get the ptm to connect, the patient mentioned that the pump had flipped and they had a surgery 3 months ago to fix it. The rep stated that today, they discovered that the pump had flipped over again and they manually flipped it back over. The rep advised the patient to follow up again with the hcp to discuss a pocket revision. The patient was able to get the ptm to connect to the pump while on the call.

Event description:
Additional information was received that the patient was stating since receiving the replacement handset, when she bolus's she was not feeling the effect of the bolus. When she bolus's the ptm does show bolus had started. Before the replacement of the handset when she would bolus, she would get a tingling feeling, now she feels nothing and no pain relief. They were wondering if the external device can change the amount of medication being delivered when a bolus is requested. It was reviewed and the patient was redirected to their healthcare provider (hcp). The patient stated "for a couple of days now" she had been having a burning sensation, feels like a sunburn, but inside her skin, at the edge of the pump and then following the catheter towards the hip. This was a burning sensation that was painful with or without touching it. She feels this was due to the pump moving and flipping. The patient stated the hcp was not aware of the burning sensation and was not aware of the "not feeling the effects of the bolus". They were redirected to the hcp. They called back again stating the managing physician told her to call to confirm the external devices were working because she was not getting any pain relief. Pss had the patient turn off wifi. They were able to connect to the pump right away. There was no issue with the external devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.